Manufacturer narrative:
Method - device was not returned; followed up with company representative.

Event description:
It was reported by a physician's office that a patient is having an x-stop device removed. No additional information was reported.